Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. Report rec'd of occlusion. No other details were provided.

Manufacturer narrative:
The reported event was from an observational study for a fem-pop bypass with a flared-end graft. A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The other reports related to the observational study are: 1219977-2014-00055, 00056, 00057, 00058, 00059, 00060, 00061, 00062, 00063, 00044, 00070, 00077 and 00098.